Event description:
Event description boston scientific crm received information that this newly-implanted cardiac resynchronization therapy-defibrillator (crt-d) and right ventricular (rv) lead were associated with a report of loss of capture, decreased pace impedance measurements, and varying pace threshold measurements one day after implant. A boston scientific crm field representative reported the device's left ventricular (lv) port had been plugged, with no lead implanted. A boston scientific crm technical services consultant (ts) discussed the possibility of the rv lead being dislodged. There was no report of adverse patient effects. This device was returned four years later for normal battery depletion (nbd). The device was sent for analysis.

Manufacturer narrative:
Four days later, an lv lead was implanted; no revisions were made to the rv lead, which remains implanted and in service with no subsequent reports of anomalies. This event will be updated if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.